Event description:
It was reported that "this case was reported from...hospital that, when a tapered tool was used in the surgery, the blade at the tool tip broke off. So a backup tool was used instead and the surgery was completed without delay, with no adverse effect to the patient." On follow up, it was confirmed there was no patient impact. It was reported that further information could not be obtained.

Manufacturer narrative:
Evaluation determined that the tool cross ¿ section is consistent with design intent. The tool made contact with hard object while spinning and impact created small indentations on cutting edge. The crack began at location indicated and progressed across toll until cross ¿ section could no longer support side load and instantaneously fractured. The likely cause was identified as tool and metal coming into contact together. We will continue to track and trend this complaint type. (B)(4).